Event description:
Vertebroplasty was performed on pt using norian crs. Three to five minutes post injection pt experienced a precipitous drop in blood pressure. Anesthesiologist administered pressor drugs and volume expansion. The pt recovered and did not require admission to ICU and was subsequenctly discharged from the hosp. Dr reported there were not any adverse sequelae, but did experience some dermatological symptoms. Dr reported he did not feel this was related to an embolic event and patient presented with no evidence of arrhythmia.